Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6), (B)(6), (B)(6), (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unknown diagnostic procedure, the rubber seal ring inside the device fell off into the patient's body through the endoscope's forceps channel. The rubber seal ring that had fallen was recovered by suction and the procedure was completed using a back-up device. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and functional testing. The reported failure was confirmed. Functional testing performed using a representative device. When the syringe was inserted and removed 20 times in a straight line, the biopsy valve was not damaged. When the syringe was inserted and removed at an angle, it became heavier to insert and remove, and the biopsy valve was damaged after 5 times in addition, the following reportable malfunctions were identified during the device evaluation: the housing of the biopsy valve was found to be damaged; two rubber valves were found detached inside the housing. However, there was no damage to the two rubber valves, and no missing fragments were found a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the customers report: component failure of the biopsy valve. The cause of the valve failure cannot be determined. The cause of the investigation finding of damage to the biopsy valve may be that the insertion and removal of the syringe was done at an angle, causing damage. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.